Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the laser was successfully verified prior the day of the treatment. Clinical review shows a multiple vgb (vertical gas breakthrough) at several points on the cornea. The first vgb appeared right after the bed cut has started (near the hinge). Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 120um. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The screenshot on the treatment report shows that there was too much fluid on the cornea (meniscus of applanation cannot be detected). The root cause is vgb that most likely caused by thin flap in this case. The manufacturer internal reference number is: (B)(4).